Event description:
Reporter stated that a patient's blood glucose was tested on the inform system with a result of 28.5 mmol/l. Patient's blood glucose was immediately retested, on a laboratory instrument, with a result of 9.9 mmol/l. Reporter indicated that patient was not treated based on the value obtained on the inform system. No adverse event was reported. Technical support requested the return of the suspect product and replacement product was shipped.